Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed. A receiver download was performed and alert system check display was observed. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.